Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. The operator was instructed on the proper method of securing the c arm mounting. Mounting screws were tightened. The c arm is secure.

Event description:
It was reported that the system 6800's c arm was loose and wandering presenting a hazard. There was no adverse pt involvement reported. There was no pt information reported.